Event description:
Customer reported low blood glucose symptoms with result of 45 mg/dl obtained on the advantage system. Customer self treated with a glucose drink and peanut butter crackers or a peanut butter bar. Customer received the following results on the advantage system within 10 minutes of result of 45 mg/dl: 224 mg/dl, 100 mg/dl, and 50 mg/dl. Customer states his test strips may have been exposed to extreme temperatures after they had been left in his car. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the electrical cord emitted a spark.